Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
Received 1 used endobeam laser fiber still attached to the placard only. Visual inspection noted that the tip of the fiber was missing. At the distal end of the fiber, the fiber tip is broken from stripped junction, and there is burning between the buffer and coating. The break is a compound break. The reported event is confirmed with the cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. (B)(4).

Event description:
It was reported that after the physician had been using the fiber for a couple of minutes when he switched from the litho mode to dusting mode. After 30 seconds of being on dusting mode the physician realized the stone was too hard for that and he switched back to litho mode. As soon as he switched the mode back to litho mode the machine started making a popping sound. He quickly stopped using the fiber. The physician switched to another fiber and after about 5 minutes of using the fiber the tip broke off. Then a third fiber was opened, this fiber lasted only 5 minutes before the tip broke off. The procedure was completed with a su0200 fiber with no other issues. No patient injury was reported. The generator being used during the ureteroscopy procedure was quanta litho 30w. The powers used during the surgery were 0.8 and 12, 1.0 and 10, 0.6 and 8. The tip was not cleaved and stripped for the procedure. The tip broke outside of the patient at the distal end.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.